Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1100mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that the events leading to his admission was vomiting, and no delivery alarms. Troubleshooting was performed. Reviewed the programming and found multiple no delivery alarms. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer was driven to the hospital and he had begun having a serious of no delivery alarms. The customer did not call at the time, but he changed the infusion set several times. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.